Event description:
Information was received from a consumer implanted with a neurostimulator for non-malignant pain. It was reported that the patient was in so much pain last saturday. Patient tried charging the ins couple times over the weekend; however; the charge level would go down to 1 bar within 2 days. Patient also stated its off and on for the bars. She would get the coupling boxes and than the one on top that blinks that would not stay. The ins was reported to not stay charged up. It was confirmed with the patient that it was the bars for the charge level they were seeing. Patient stated they were still feeling stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-04-06. The patient reported that she spoke with a manufacturer¿s representative (rep) and the rep had the patient change to group b over the phone. The patient reported that since then her pain had moved from the left side to the right side. The patient reported that she felt the right-side pain when she bent over or got out of bed. No further complications anticipated.